Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by the customer, the cs300 intra-aortic balloon pump (iabp) display becomes distorted when the power is turned on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the reported failure. The fse replaced the display, ribbon cable, and video generator board. All functional and safety checks to meet factory specifications performed.

Event description:
N/a.